Event description:
While performing an acl reconstruction, the tip of the endoscopic drill broke. The broken pieces were left in the patient. The operation was conducted for removal on (B)(6). It was confirmed that the surgeon completed the procedure with a backup device.

Manufacturer narrative:
One broken drill was returned for evaluation. The drill was visually inspected and confirmed to be shadowed at the distal end. One of the broken pieces was also returned. The broken piece was visually inspected under a video scope and found that the cutting edge was rounded (dull). Investigation showed that this device was manufactured around december 21, 2006. The engineering investigation concluded that the device failed due to an excessive force that was applied to the drill. Per IFU "as with any surgical instrument, careful attention should be made to assure that the excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure." No further action is required. (B)(4).